Event description:
A falsely elevated troponin I result of 0.82 ng/ml was obtained. The result was not reported to the physician. The sample was retested on the same instrument and a result of <0.04 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for the falsely elevated troponin I result is mh maintenance.